Event description:
Caller reported experiencing a cartridge alarm 30 while the pump was in use, leading to a blood glucose level of 400 mg/dl. To address the elevated blood glucose, the customer administered a correction bolus through the pump. There was no need for third-party assistance, and it was confirmed that no previous similar alarms had been reported with this pump. Tandem technical support decided to replace the pump under warranty, sending a new one with updated software and instructions available through the customer¿s tandem source account. In the interim, the customer will use mdi as backup therapy. Instructions on storage mode and pump return were provided, and the customer comprehended and agreed to return the faulty pump using the supplied ups return box within ten days.